Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details. Major bleed/access site adverse event: the cause of the major bleed/access site adverse event could not be determined without the returned product for investigation and sufficient clinical details. Anemia/renal failure: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella cp was placed in (B)(6) 2022, via the femoral artery to support the 44 year old male patient who had cardiac arrested in the community and was shocked multiple (50) times and then brought to the hospital and cardiac catheterization lab and was found to have coronary artery disease. The left anterior descending artery was totally occluded. On the 3rd day of the support the team initiated hemodialysis and began to wean off the cardiac medication/drips. The pump was weaned and explanted on day 3. Later in (B)(6) 2026 abiomed was notified of anemia, renal failure, hemolysis, and blood transfusion for the patient's major bleed. The major bleed was not due to any significant vascular access site bleed. The impella site was treated by a biopatch and tegaderm alone. Acute renal dysfunction, hemolysis, bleeding, and renal failure are known risks associated with impella support as described in the instructions for use.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.